Manufacturer narrative:
The ge service rep ordered and replaced the tech processor. The system is operatng as intended.

Event description:
The customer reported that the burning smell was coming from the c-arm.